Manufacturer narrative:
The device history review (DHR) investigation did not show issues related to complaint. Device sample received by manufacturer, but investigation is still underway at time of this report.

Event description:
Alleged issue: the device jammed during use on a patient. There was no consequence to the patient. Patient's condition reported as fine.